Manufacturer narrative:
Based on the completed investigation, the snow flaked image was due to a damaged connector, likely as a result of irregular stress being applied during handling. The identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the gastrointestinal videoscope displayed a snow flaked image. Additionally, a foreign object was observed on the nozzle. There was no patient involved.